Event description:
Consumer called stating the meter is not accurate. Readings are very erratic. Analysis run on clark error grid using mean avg. Reading (236) as ref. Point vs. Bd readings (109, 26) yielded data points in the c range of the grid, outside of acceptable limits.